Event description:
It was reported that an unknown quantity (reported as "approximately eight" (8)) amia automated pd cycler sets had missing line caps. The sets were deemed "unfit for use". It was not reported if any of the caps were used by the patient for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction was made to d4 (lot #, expiration date and unique identifier (UDI) #), and h4: device manufacture date (omitted on initial). H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected, which did not show evidence of the reported issue; the photos showed the master carton label only. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.